Manufacturer narrative:
Additional information provided in a.2., a.3., and d.11. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in a.2., a.3., d.11., g.1., g.2., h.3., h.6., and h.10. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified company iii (d) cartridge and company iii handpiece. The customer indicated the use of a viscoelastic, which is not qualified for the lens/cartridge combination used. The product investigation could not identify a root cause for the reported complaint. Information was provided that the (1.50cyl) 19.5 diopter was replaced with a (1.50cyl) 19.0 diopter lens. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A facility representative reported an intraocular lens (iol), was exchanged with a clinical reason for the exchange of "wrong power". Additional information was requested.